Event description:
During testing at the user facility, it was noted that the ground prong on the ac power cord plug was bent. The device was returned to the biomedical department, with a report of, damaged handle. No tracking information was provided; therefore, specific patient information, pump programming or, event details were not available. There were no reports or any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Initial testing of the device was conducted at the user facility on (B)(4) 2013 by the hospira field service engineer. The power cord is expected to be returned for further testing. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.